Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any presence of blood, insect, hair, or other biological substance found within the primary (sealed) packaging? Please explain in more detail. 1-2mm of suture or foreign substance was protruding from the swage part of the needle. Was there any hole, tear, or puncture that compromises sterility.no further information is available. Any open or incomplete seal?. No further information is available. Lot number? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, 1-2mm of suture or foreign substance was protruding from the swage part of the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2022. H6 component code: g07002 no device problem found. H3 investigational summary: according to the information received, the needle was detached from the suture easily. One needle-suture product code z1923e was received to ethicon inc for evaluation. Upon visual analysis of the returned sample, the closure of the channel was noted to be as expected; however, the inserted end of the suture is not totally confined inside of the channel of the needle; resulting in a protrusion defect. Based on the information currently available, the protrusion was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: one needle-suture piece of product code z1923e was returned to ethicon for analysis. In order to evaluate the conditions of the returned sample, the closure of the channel was noted to be as expected. The suture was examined along the strand and the cut appeared to be caused by a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was performed, and the pull force meet requirements. The event described could not be confirmed as the device performed without any defect noted. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.